Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a wandering baseline during induction testing resulting in time to therapy being longer than expected. The patient required an external shock. The system location was verified to be appropriate. Boston scientific technical services (ts) suspected air entrapment was contributing to these clinical observations. Additional information received indicates that later that same day this s-ICD delivered an inappropriate shock due to suspected air entrapment. The patient is twelve weeks pregnant and expressed concern. The device was programmed off to prevent further inappropriate therapy. Postural based isometrics and pocket manipulations were performed and could not reproduce any noise. Ts suggested an x-ray to rule out under insertion of the electrode. Due to the patient pregnancy this was not performed. One week later, postural based isometrics and pocket manipulations were performed again and could not reproduce any noise. The patient performed a treadmill test with appropriate sensing. It is believe that the root cause was air entrapment which resolved on its own. The device was programmed back on and the patient will be monitored.